Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system generated erroneous troponin I (accutni) results. Customer reported that the erroneous results were reported out of the laboratory. Customer reported the erroneous results were amended. Customer reported there was not change in patient treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) removed the analytical module, cleaned the wash wheel and the incubator belt track. Additionally, the fse replaced the mixer rollers, the mixer, the incubator belt, the reaction vessel clips and the aspirate probes. The fse then performed a routine system check which passed within instrument specifications. The fse noted that while performing the verification protocol testing, the instrument produced wash valve/pump motion errors during the run. The on-site bme (bio-medical engineer) worked on the wash valve in order to correct the motion errors.